Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 422mg/dl. The customer stated that the insulin pump had software error detected alarm for the second time. The insulin pump also had a failed battery. The customer declined the troubleshooting for high blood glucose. The insulin pump will be returned for analysis. Ozp-sensor- mmt-7020.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test noted. Device properly connected and calibrated with the glucose sensor simulator. No sensor anomalies noted. Software error detected found in the insulin pump history due to software error. .